Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was moderately calcified, non-tortuous and 90% stenosed. The nc trek balloon dilatation catheter was advanced to the lesion without issue. During the first inflation, the balloon ruptured at 6 atmospheres. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.